Event description:
Pt was laying in vail enclosed bed 2000 and the bed rail came down due to a bracket coming loose, causing the pt to be able to roll and get caught under the mattress. Pt's family member found pt due to bed alarm, but pt skin was very red, sweaty, knees were bloody and pt was gasping for air. Pt was later found to have a fractured left clavicle, after being taken by ambulance to the hosp. Pt's family member discovered the next day that the bed had been recalled several months ago, while she was searching the internet for other possible enclosed beds that may be designed better. Family member reported she was never notified of recall despite knowing the co had her address as a result of mailing her a part for the bed one and a half years ago.